Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device confirmed a crack on the posterior aspect. In addition, several nicks and marks were found. The reported complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the glenoid pin guide was starting to crack.